Event description:
A report was received that the patient was experiencing itching whether the stimulation was on or off. The physician prescribed the patient with antihistamine. It was unknown if itching was device related. The patient was doing well and the itching has been resolved.

Event description:
A report was received that the patient was experiencing itching whether the stimulation was on or off. The physician prescribed the patient with antihistamine. It was unknown if itching was device related. The patient was doing well and the itching has been resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm, model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the physician does not believe the itchiness was device related.